Manufacturer narrative:
Corrected information found in section d4 catalogue number and d4 lot number. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Device history record review was performed on lot 61458un22, which did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. Trending review did not identify any trends. Samples when reanalyzed, using the same reagent lots, generated higher results. Quality controls processed, were within quality protocol. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity c calcium assay was identified.

Event description:
The customer observed falsely depressed alinity calcium results generated on the alinity c processing module. The following data was provided: protocol 2: (B)(4) initial calcium result 3.4 mg/dl, repeated 4.9 / 9.2 / 9.7 mg/dl. Protocol 6: (B)(4) initial calcium result 3.4 mg/dl, repeated 4.9 / 9.2 / 9.7 mg/dl. Protocol 8: (B)(4) initial calcium result 5.7 mg/dl, repeated 9.5 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.